Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 7 was failed and user was unable to remove medication in timely manner. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the harness connections were oxidized. A field service engineer (fse) cleaned and treated the contacts, then resumed testing with no further faults identified. The fse verified all bus and harness connections and confirmed door and latch operation to resolve the issue. The customer also verified operation. The system functioned as intended after the field service engineer repaired the device.